Event description:
This case was initially received via regulatory authority (reference number: mw5076493) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth loss ("tooth loss"), asthenia ("no energy"), feeling abnormal ("brain fog"), headache ("headaches"), dizziness ("dizziness") and arthralgia ("achy joints"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, tooth loss, asthenia, feeling abnormal, headache, dizziness and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, dizziness, feeling abnormal, genital haemorrhage, headache, pelvic pain and tooth loss with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Was initially received via regulatory authority (reference number: mw5076493) on 01-may-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth loss ("tooth loss"), asthenia ("no energy"), feeling abnormal ("brain fog"), headache ("headaches"), dizziness ("dizziness") and arthralgia ("achy joints"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, tooth loss, asthenia, feeling abnormal, headache, dizziness and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, dizziness, feeling abnormal, genital haemorrhage, headache, pelvic pain and tooth loss with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.